Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was found to have lots its protective sheet. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have broken blades at the base. A piece measuring approximately 0.074" x 0.350" was found to be broken off. The broken piece was returned along with the harmonic ace instrument. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis.